Manufacturer narrative:
The leads were discarded by the medical facility, and will not be returned for evaluation.

Event description:
After placement of trial leads, the patient reported numbness and an inability to stand. The patient's trial leads were explanted.